Event description:
It was reported that white particulate matter was found inside the primary sterile packaging of a coseal double syringe. As this occurred before use, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device evaluation was completed to investigate the reported issue. Visual inspection revealed a white powder in the dual syringe delivery (dsd) pouch. Therefore, the condition was verified through evaluation. The cause of the condition was due to a process failure during manufacturing. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.